Event description:
It was reported that due to the pump not receiving readings from the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. Customer's blood glucose (bg) decreased to 33 mg/dl. Customer consumed glucose drink to address bg level.